Event description:
A zoll distributor returned battery charger/modem sn (B)(4) and reported that the charger displayed an error code when charging a battery pack.

Manufacturer narrative:
Device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (displayed an error code when charging a battery pack) was confirmed. As received, the charger was unable to charge a battery pack. Upon evaluation, the u13 8-bit cmos flash micro-controller was corrupted on the bedside board. The cause of the failure is the corrupted u13 component. The root cause of the corrupted component cannot be positively identified. No adverse event resulted from the corrupted component.